Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on march, 27, 2024. An amount of 24 charging cycles was documented. The ICD was subjected to an electrical analysis. The current consumption of the ICD was analyzed and found to be normal and as expected. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the electronic module of the ICD was proven to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
It was reported that the device was changed due to eos status. Should additional information be received, this file will be updated.